Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/4/2021. H.6. Investigation: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the filter's upper air vent membrane was wetted/compromised. No other defects were observed. The set was functionally tested and fluid leaked out from the upper filter vent. The customer's complaint of a leak on the filter tubing was verified. A device history record review could not be performed because a lot number was not provided by the customer. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. It was reported that tpn tubing leaked at the filter and a full line change had to be done.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv leaked. The following information was provided by the initial reporter: material no: 2432-0007. Batch no: unknown. It was reported that tpn tubing leaked at the filter and a full line change had to be done.